Event description:
It was reported by the rep the device was used during a radical prostatectomy. It was reported the ez45b was placed across the dorsal vein complex and fired. The device cut but did not fire staples. There was no consequence to the pt.